Event description:
It was reported that the suture was broken. A flexima drainage catheter was selected for use. During the procedure, it was noted that the suture was broken at it was pulled out from the catheter. The procedure was completed with a different device. No complications were reported.